Event description:
The pt experienced pain in her pelvic region that came and went, along with a loss of therapeutic effect. There was no known accident or incident related to the symptoms. The pt rec'd reprogramming which was unsuccessful; she felt like she was being poked in the "minor vulva". The device was removed.